Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 490 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, acid reflux, and breathing difficulties. Customer reported to have been vomiting excessively which caused acid reflux and cracked ribs. Customer was treated with saline and manual injection. Customer was wearing insulin pump at the time of hospitalization.